Manufacturer narrative:
An investigation into the reported event has been initiated under: (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the batteries of the unit had been exploded inside of the sterile tray when the nurse opened the package. There was unknown patient impact or delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. The device was returned open in the original sterile packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black battery debris throughout the sterile packaging. The battery terminals and battery wiring were damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the batteries of the unit had been exploded inside of the sterile tray when the nurse opened the package. There was no patient impact or delay. Another device was used to complete the procedure due diligence is complete